Event description:
During the index procedure two in.pact av access balloons were used to treat the right arm cephalic arch. Approximately 13 months post procedure patient suffered stenosis in right upper extremity. Right upper extremity fistulagram showed stenosis involving radial artery, antecubital perforator vein, cephalic vein, and subclavian vein. Balloon angioplasty of the radial artery was done with a 2 mm balloon. Balloon angioplasty of the antecubital perforator vein and cephalic outflow vein was done with a 6 mm and 7 mm balloon. Balloon angioplasty of the cephalic vein and subclavian vein was done with a 8 mm balloon. Repeated angiography showed reduction of stenosis. The event was treated with percutaneous intervention. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update received on 06 apr 2026: patient suffered stenosis in right upper extremity arteriovenous fistula. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.